Event description:
Patient experienced hyperglycemia during the night and had to correct her blood glucose with an insulin pen. She was vomiting, fatigued, and had a headache. The infusion device did not provide a warning/error message, and she believes the insulin delivery is inaccurate. The infusion device was requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.